Manufacturer narrative:
(B)(4). Customer disconnected the call; unable to send replacement product and unable to make contact with her on follow-up attempts. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time. Unable to send product notification letter to customer to contact customer care. No address on file for customer.

Event description:
Consumer reported complaint for e-5 error code. The e-5 error occurred as soon as the blood sample was absorbed. Son is calling on behalf of the customer. At the time of the call on (B)(6) 2018, the customer felt well and did not report any symptoms. Son stated that on (B)(6) 2018, the customer had obtained the e-5 error on three different meters; customer was fasting at time. Information was only able to be obtained for the truemetrix air meter. Son stated that he had called 911; the paramedics had arrived and customer's blood glucose test result when tested using their meter was 556mg/dl fasting. Son had taken customer to hospital where she was diagnosed with high blood sugar and a stomach infection. Customer was given insulin and antibiotics. Customer was released on (B)(6) 2018. Customer disconnected the call and no further information was unable to be obtained.

Event description:
Consumer reported complaint for e-5 error code. The e-5 error occurred as soon as the blood sample was absorbed. Son is calling on behalf of the customer. At the time of the call on (B)(6) 2018, the customer felt well and did not report any symptoms. Son stated that on (B)(6) 2018, the customer had obtained the e-5 error on three different meters; customer was fasting at time. Information was only able to be obtained for the truemetrix air meter. Son stated that he had called 911; the paramedics had arrived and customer's blood glucose test result when tested using their meter was 556mg/dl fasting. Son had taken customer to hospital where she was diagnosed with high blood sugar and a stomach infection. Customer was given insulin and antibiotics. Customer was released on (B)(6) 2018. Customer disconnected the call and no further information was unable to be obtained.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 29-apr-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Customer disconnected the call; unable to send replacement product and unable to make contact with her on follow-up attempts. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time. Unable to send product notification letter to customer to contact customer care.no address on file for customer.